Event description:
Literature was reviewed regarding patients with dilated cardiomyopathy who were treated with left ventricular (lv) endocardial pacing. The authors described one patient who developed a pocket infection one month post implant and was treated with debridement and development again in the contralateral chest with a subsequent implantable pulse generator (ipg) replacement. One patient developed right limb numbness and weakness about one month after implantation. Head computerized tomography (CT) showed a large area of cerebral infarction in the left occipital lobe. It was unknown whether the thromboembolism was directly related to the endocardial pacing lead implantation. Three patients experienced pocket hematoma within fifteen days. The status of the devices and leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left ventricular endocardial pacing therapy guided by 3d mapping for conventional cardiac resynchronization therapy non-response or face challenges. Acta cardiologica sinica. 2025. 41:557-564. Doi: 10.6515/acs.202507_41(4).20250310a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.